Manufacturer narrative:
Product analysis: output connectors were found to be broken. Several external components were missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned without any accompanying information, and subsequently tested out of specification. There was no patient involvement.